Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation and is currently pending evaluation. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors may have contributed to this event but the cause is indeterminable. A supplemental MDR will be submitted once the device evaluation is complete. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral pericardial valve, implanted approximately six (6) years and three (3) months, was explanted due to mitral stenosis secondary to calcification. This device was replaced with a 25 mm valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve was reported as ¿the thin calcification layer was confirmed with the leaflets, and thick calcification was found at the area where mobility was poor.¿ the patient status was in ICU. Patient history included hypertension and multiple cardiac surgery to include tricuspid annuloplasty.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated moderate calcification on leaflets 1 and 3, heavy calcification on leaflet 2, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect and 7mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 3mm near commissure 2 at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around the valve circumference, and the wireform was exposed at the inflow aspect. Customer report of calcification and stenosis was confirmed. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event.